Event description:
A ventilator was returned to the manufacturer for service. There was no harm or injury reported. During the evaluation of the device at the manufacturer's service center, an error code related to active exhalation control module was observed. The device's active exhalation control module needs to replaced to address the issue. The device was returned unrepaired to the customer per their request.